Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting a low blood glucose of 2.8 mmol/l with symptoms (not specified) related to the pump not indicating the insulin on board (iob). Troubleshooting of the event found that the patient did not have the (iob) feature turned on in the pump settings. The patient indicated that the pump was recently replaced and the patient programmed the replacement using the settings from the old pump but the patient did not realize that the iob feature was turned off. This report is made based on the allegation that the patient experienced hypoglycemia related to incorrectly programming the pump settings.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity outside of normal use observed in the black box or download history. The iob feature was observed to be on during a review of the pump history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The pump successfully powered on with no prime issues noted. A "normal", "ez-carb", "ez-bg" and "combo" boluses were successfully performed and accurately recorded in pump history with the correct time and order. A 5 unit bolus was performed; the pump displayed the correct iob unit amount. The pump was opened and no moisture ingress or intermittent issues were found with pcb or to the flex. There were no issues found with the iob during investigation. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.